Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life indicator with a charge time of 30.5 seconds and battery status of 2.66 volts. The last followup was normal.